Event description:
Allegedly, patient is suffering from mom complications. Additional information received from litigation on 01/19/2018. Allegedly the patient was revised due to mom complications. Patient is possibly dislocating due to cup position. (Right).